Event description:
Per biomed - prevue screen freezes and the only way to get it clear is a hard reset.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of prevue screen freezes and the only way to get it clear is a hard reset was confirmed. The unit was powered on, ran overnight, and had no issues functioning. When it was powered off and back on, the prevue froze at the splash screen and the power button had to be held to shut it down. The root cause is due to an internal failure within the motherboard. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - prevue screen freezes and the only way to get it clear is a hard reset.